Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Analysis showed that this device had high rate in atrial sensing at an average rate of 159 beats per minute (bpm) which can cause an increase in power consumption. Moreover, this device has a signal artifact monitoring (sam) installed and enabled, thus could consume additional power in the presence of high rate atrial sensing. The clinic may want to consider methods to reduce the high rate atrial sensing or perhaps program the device to a non-atrial based brady mode, turn off the atrial lead, and disable signal artifact monitoring (sam). As of this time, this device remains in service. No adverse patient effects were reported.